Event description:
A report was received that the patient's battery would completely drain after it had been fully charged and that the remote control would show an error code. The patient was noted to have a previous revision wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's battery would completely drain after it had been fully charged and that the remote control would show an error code. The patient was noted to have a previous revision wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a battery replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement and was doing well after the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint was confirmed. The source of the fast battery depletion was a damaged analog internal circuit (aic-u1) which is characterized by excessive sleep current and low impedance between vh and ground. The rep reported of a possible battery failure due to use of a bovie. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4).